Manufacturer narrative:
This report is submitted on may 25, 2017.

Manufacturer narrative:
Per the clinic, the patient's device was explanted on (B)(6) 2017. This report is submitted on april 27, 2017.

Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic, the patient experienced loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6) 2017.